Event description:
A malfunction alarm occurred with the pump during use, specifically because of alarm 20. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no significant impact. As a corrective action, technical support arranged to replace the pump, and the customer was instructed to switch to multiple daily injections as a backup insulin delivery method.